Event description:
An impella cp device was inserted into the right femoral artery in a 88-year-old male patient with a past medical history of coronary artery disease (cad). The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the staff plugged in the device and the automated impella controller (aic) console read "impella defective". The impella cp was exchanged for a new impella cp. The impella cp will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
D1 was updated d4 was revised to remove leading 0s. The investigation was completed. Investigation summary: pump not able to be detected: the cause of the pump detection issue was not determined due to no defect found on the returned pump, data logs not recovered, and insufficient clinical details. Cross functional review determined the aic (B)(4) may be the potential cause of this complaint. Hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details.